Event description:
Allegedly after about 3 weeks, the patient had pain when she took on the wheelchair. The surgeon confirmed that the neck disassociated from the stem by x-ray. At the revision surgery, the changed neck could properly assemble with the primary stem. Low activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01081. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend for item/lot. The product was dimensionally inspected and photographic images were made.evidence that product in specification when used.(B)(4).